Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states he replaced batteries and spj, still the chair drives erratically, pulls to the left and right while trying to drive straight.